Manufacturer narrative:
An event of valve migration and a paravalvular leak were reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per the navitor instructions for use, "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was implanted in a patient using a navitor loading system and a flexnav delivery system. It was reported the patient's annular dimensions of the native valve measured 24.6mm and the final implant depth was 3mm but noted left ventricle hypertrophy and the frame were constrained. It was confirmed there was sufficient calcium to allow anchoring of the device, the patient did not have a horizontal aorta, and there were no deployment difficulties during the procedure. Due to a paravalvular leak, a post-dilation was performed and it was noted the valve had migrated from its intended site. It was reported the migration was not due to the post-dilation and part of the valve did not remain within the aortic annulus or block any coronary arteries. It was reported the patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of the migration. A transcatheter snare method was used to retrieve the device but was unsuccessful. A decision was made to reposition the valve via the snare method and a valve-in-valve procedure was performed with a 27mm non-abbott valve. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.